Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 31mm bioprosthetic mitral valve, implanted for approximately two (2) years and four (4) months, was explanted due to unknown reasons the explanted device was replaced with another 31mm bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Attempts to obtain further information and device return are in progress. Without the return of the device or additional information, edwards is unable to investigate root cause for the explant. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. A root cause for the reported regurgitation could not be definitively ascertained.

Event description:
Through follow up, it was learned that the 31mm bioprosthetic valve was explanted from the tricuspid position due to severe tricuspid regurgitation. Patient's native valve was also replaced with a 29mm bioprosthetic valve during this same procedure. Patient tolerated the procedure well and was transferred to the ICU. Patient was discharged on post-operative day #19.